Event description:
It was reported that the manufacturer representative (rep) had a case with the surgeon yesterday and the issue was resolved. The surgeon agreed to not hold the lead at the burr hole site and the stylet was removed with ease and without any issues. This led the rep to conclude the issue was that the surgeon was squeezing the lead too tight. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the issue was the surgeon pinching the lead too tightly while pulling the stylet out.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6). Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 09-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.